Event description:
It was reported that there was air in venous bloodline alarm during patient treatment. Blood was discarded twice during treatment, resulting in an estimate of 600cc blood loss. Patient completed treatment successfully on another tablo. No patient adverse event was noted as a result of this incident.

Manufacturer narrative:
At this time, no definitive conclusion or root cause has been identified. Root cause investigation is still in progress.